Manufacturer narrative:
Explanted date: device was not explanted. Device manufacture date - requested, not yet provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported partial failure in deployment of the angio-seal. The tampering device split, however, the deployment was continued and the suture was cut. No visible or palpable hematoma seen and this did not delay transfer of the patient back to the ward post procedure. There was no injury to the patient. No other devices or equipment were reported to be used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One 6fr angio-seal vip device was received for product analysis. No accessory components were returned with the device. No tamping tube was returned for product analysis. The returned components were subjected to visual analysis. The hemostatic sheath was not mated with the deployment sleeve. The deployment sleeve was in the rear lock position with the color bands fully exposed. There was approximately 6.75" of suture exposed from the carrier tube assembly. The portion of exposed suture contained the black compaction marker and clear shrink wrap marker. The carrier tube assembly was examined and a tear in the carrier tube assembly proximal to the manufacturing slit. The tear extended 0.539" proximal from the proximal end of the manufactured slit as measured with a sliding gauge. Microscopy was used to examine the tear in the carrier tube assembly. The tear appeared jagged and began at the proximal end of the manufacturing slit. The suture was exposed through the slit. No other gross anomalies were noted with the carrier tube assembly. The hemostatic sheath was then examined. There was microscopic deformation to the hub of the hemostatic sheath indicative of the deployment sleeve being forcibly removed. Photographs were sent to tpr for further analysis. The analysis from tpr indicates that the tear observed was not likely a manufacturing defect as there are many in-process inspections of the carrier tube assembly that would have detected this defect. There is no evidence that this event was related to a device defect or malfunction. The tear appeared jagged as through the suture was pulled at an angle through the manufactured slit. There was deformation indicative of the hemostatic sheath and deployment sleeve being properly mated.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.